Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
An endeavor sprint drug-eluting stent was implanted in the 1st diagonal. An angiographic complication of dissection occurred during implantation of the stent. The event was not assessed for relatedness with the study device.